Event description:
It was reported that the procedure was to treat a narrow and heavily calcified mid femoral artery. Pre-dilatation was performed with a 4.0 mm fox balloon catheter. A 5.0 x 150 mm absolute pro was advanced to the lesion and when a third of the stent was deployed, the thumbwheel quit turning. The physician tried harder to advance the wheel when there was a snapping sound heard. An attempt was made to remove the stent but it became distorted and could not be removed. The handle of the absolute pro was opened in an attempt to completely deploy the stent but it still could not be deployed. A cut-down was performed to remove pieces of the mangled stent. The deployed distal section of the stent was left in place and pieces of the proximal section had deployed and were also left in place. A vascular patch was used to close the artery. A 5.0 x 80 mm absolute was implanted to cover the proximal pieces of the stent and a non-abbott stent was implanted in the middle to overlap the 2 stent segments. A fluoro run showed that there was some embolised debris in the anterior tibial artery. Two xience prime stents were implanted to reopen the anterior tibial artery. Fluoro showed good flow through the superficial femoral artery (sfa) and down the lower leg. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage and separation were able to be confirmed. The difficulty deploying the stent and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.